Event description:
It was reported during a da vinci-assisted procedure, there was a hole at the lateral seem of the mcs tip cover accessory. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to request additional information. It was confirmed that the mcs tip cover accessory was examined before use. It was unknown if there were instrument collisions. The mcs tip cover accessory has been sent to isi for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip-cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that found the primary failure of the gouge to tip cover to be related to the customer reported complaint. The accessory was found to have gouges on the body of the mcs tip-cover accessory. The gouge was axially aligned and measured from 0.440¿ to 0.178¿ in length and there were no signs of thermal damage present. Fa noted the root cause was attributed to a component failure. Additionally, fa identified findings not reported by the site that were related to the primary failure: the mcs tip cover accessory was found to have tearing on the silicone cavity tip measuring 0.035" to 0.053" in length. The tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. Verification of the event details via system logs cannot be performed as the mcs tip-cover accessory does not appear in instrument logs. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the mcs tip cover accessory had holes on the gray silicone area. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the instrument and accessory user manual ""it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized."" Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no report of patient injury as a result of this issue, if the event were to recur it could cause or contribute to an adverse event.